Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported to synthes product development: during procedure with va elbow trauma system placement, plate and screws, a surgeon had a 2.7mm va locking screw that would not lock into the plate. It just spun in the hole. In addition, the screw thread peeled off during insertion. It was suggested that either the plate or screw was contributing to thread peels fragments. No further information is available. This is 1 of 2 reports for complaint (B)(4).